Event description:
The representative reported the patient first experienced increased spasticity in 2005; x-rays and an MRI obtained did not detect an anomaly of the catheter or pump. One month later a volume discrepancy was noted during pump refill; the pump was empty although the calculated volume was 19 ml. The pump was refilled and the patient subsequently experienced good therapy results. In 2006, the patient experienced increased spasticity; inspection of the system found no issue. In 2007, the pump was explanted due to recurring symptoms of spasticity and pain at the pump implant site. The catheter was inspected during surgery and was found acceptable. Following device replacement; the patient has shown good therapy outcome. There was no injury to the patient.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.